Manufacturer narrative:
UDI #: (B)(4). Initial reporter telephone: (B)(6). (B)(4). An amo (B)(4) visited the surgery center to observe and provide surgery support. In addition, the (B)(4) provided iek training. The (B)(4) was not able to determine the exact cause of the patient¿s injury and found no issues. All pertinent information available to abbott medical optics has been submitted.

Event description:
An abbott medical optics (amo) application support manager (asm) reported after an intralase enabled keratoplasty (iek) procedure, a patient had a partial expulsion of vitreo. A brief description of the event was that there were two iek procedures that were performed with topic anesthesia. At the second procedure, the second patient reported expulsion of some vitreo on the left operative eye. As a result of the expulsion of the vitreo, there was a partial zonulysis and appearance vitreous in the anterior chamber, consequently, leading to a lensectomy-vitrectomy. An iris clip intraocular lens was implanted. The surgeon placed the donor cornea and sutured. It is most likely the patient will require other surgical interventions to resolve the symptoms.